Event description:
A hill-rom air-shields service engineer noticed a broken weld on the lower post of the radiant warmer. The welding fault was detected during setup. The broken weld was located at the bottom of the post, where the post mounts to the base, in order to support the warmer module.